Manufacturer narrative:
The qa lab evaluated the returned reagent and found it to read an average of 19 mg/dl high, out of specification. The high results were most likely the result of the open bottle cap. Performance was satisfactory using retention reagent.

Event description:
The customer opened a new carton of contour test strips and found the cap open on the bottle of strips. No adverse events were alleged. The test strips were returned for evaluation, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.